Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During the procedure the shaft broke where it connects to the handle. No patient harm or delay in the procedure was reported. A backup device was available to complete the surgery.

Manufacturer narrative:
One elevator xl was returned for evaluation. Visual assessment confirmed the shaft has broken at the transition step forward of the handle. A design change was initiated to remove the .125 transition step. The redesign will provide a 2x+ increase in strength. This device lot was manufactured prior to this change. Further investigation is not warranted at this time.